Manufacturer narrative:
Analysis of the lead ( (lot # va0gn5v029) found no anomaly. Analysis of the mltc (lot # n412965) found no anomaly. Analysis of the stylet (lot unknown) found no anomaly. The lead, mltc and an ens were connected and impedances were tested with a clinician programmer. There were good impedances on every electrode pair.

Event description:
(B)(4) 2014 (B)(4) (rep); it was reported during the procedure the patient was not receiving stimulation with the lead. Impedances were checked, and each time, one or more electrodes had high impedances (>10 ,000). All trouble shooting was performed to try and resolve issue (i.e. Wiping the leads, reinserting to mltc, switching channels, switching enss, switching mltcs). The device was not implanted and a different product was used with no issues. There were no patient symptoms or complications associated with this event. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 355531, lot# n412965, product type screening device; product ID neu_stylet_acc, lot# unknown, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.